Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues; insulation damage, mirror image sensing/noise from right atrial (ra) lead, oversensing and high sensing integrity counter (sic) recorded. The ra lead had the following issues; noise, noise noted as atrial fibrillation (af), mirror image interaction with rv lead and oversensing. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.